Event description:
It was reported that the patient came in for routine pacemaker replacement at elective replacement indicator (eri). During the procedure, the physician was not able to remove the right ventricular (rv) lead from the header of the pacemaker. The rv lead was capped and replaced with new rv lead. The pm was explanted and replaced due to eri. The patient was stable following the procedure.

Manufacturer narrative:
The device battery voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Further analysis was not able to be performed due to physical damage of the device. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.